Manufacturer narrative:
H3-the returned device was examined and dimensional results which control the engagement of the locking lip were found to meet spec requirements. Production batch records were reviewed and found to be in compliance. No further investigation is planned.

Event description:
The bipolar hip liner component is reported to have disassociated from a femoral hip head component. The need for revision surgery has not been attributed to the femoral hip head component. As such, the femoral hip head component is not the subject of an MDR.